Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged that they received potential false positive results for two patient samples generated on two different cobas liat systems (s/n (B)(4)). The customer reported that a systems assessment of the two cobas liat systems identified abnormal pcr growth curves. On (B)(6) 2021 run# 397 on the cobas liat system (s/n (B)(4)) generated sars-cov-2 negative, influenza a positive and influenza b negative results for a sample and on (B)(6) 2021 run# 1030 on cobas liat system (s/n (B)(4)) generated sars-cov-2 positive, influenza a negative and influenza b positive results for one sample. Patient sample was collected using nasopharyngeal swab vacuette® 3 ml virus stabilization tube. There was no allegation of harm to the patients. Unknown if the results were reported out to the patient and/or personnel treating the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Corrected evaluation method codes. The initial MDR included b12 trend analysis and b14 analysis of production records which do not apply. This supplemental MDR reflects the 3 codes that apply. (B)(4).